Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 23 cm distal to the is-1 connector pin. Two fragments were returned for analysis. The lead fragments were subjected to an extensive analysis.the analysis revealed multiple signs of wear along the lead body. At the distal lead fragment the insulation was found rubbed through. This finding can be considered to be the root cause for the clinical observation as mentioned in the complaint description.based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to mechanical stress in the implanted state. Interaction between the lead body and the tricuspid valves should be taken into consideration. Diagnostic images clarifying this assumption were not available.further damages most likely resulted from the explantation procedure.the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to noise and replaced. This device was retained by the hospital. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.